Event description:
Customer reported that the end user tried to use with an extension tubing (2n3349), and it was stuck, kelly clamps were used, the tubing was noticed to be stuck inside blue clamp. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Sample availability is unknown at this time. No additional information was available.

Manufacturer narrative:
The sample has been received for evaluation. Upon completion of the evaluation investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.